Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (arterial occlusion); patient¿s condition affected effectiveness of device (short proximal seal length, pre-operatively dissected the thoracic aorta, expansion of the false lumen); unapproved use of device (stent graft was implanted in a patient with a pre-operatively dissected thoracic aorta). Conclusions: inherent risk of a procedure (arterial occlusion); device failure lack of effectiveness related to patient condition (short proximal seal length, pre-operatively dissected the thoracic aorta, expansion of the false lumen); off ¿ label, unapproved or contraindicated use (stent graft was implanted in a patient with a pre-operatively dissected thoracic aorta).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. The patient had originally presented with a dissection and the valiant stent graft was placed up to the left carotid artery. There was no 2 cm proximal landing zone. The follow up CT three months post implant showed rapid expansion of the false lumen, where it had grown from 3.7 to 7.3cm. The physician decided to explant the stent graft six days later. No additional clinical sequelae were reported and the patient is fine.